Event description:
It was reported that the insulin pump had an error alarm, and the customer was unable to clear it. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarm.